Manufacturer narrative:
The investigation is in progress. A sample is expected, but has not yet been received for eval. A root cause has not been identified. (B)(4).

Event description:
A customer reported that the occlusion bell occurred during a cataract extraction procedure. The tubing was checked for kinks, and the handpiece was checked for blockage but the issue did not resolve. The cassette was exchanged and the procedure was completed with no harm to the pt.